Manufacturer narrative:
(B)(6)

Event description:
It was reported the service replacement vulcan generator overheated. This occurred during the procedure. A backup device was not available. There were no delays, but the service replacement vulcan generator burned the patient.

Manufacturer narrative:
Product passed functional testing with no faults or errors. Product also passed functional testing during 6 hour burn-in. Functional failure did not occur during functional testing or burn-in. All functions performed as expected. No problem was found. Rf current concentration can build up under the split electrode ground pad when it is placed over poorly conductive tissue and creates a potential for burns. Poor skin contact can inhibit the current flow to the pad and cause higher current concentration in the areas of the pad that do contact the patient. There are no indications to suggest the device did not meet product specifications nor does is it alleged that there were any product deficiencies upon release into distribution. All device evaluation and follow-up repairs were completed accordingly.